Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. The device history records (DHR) for the device was reviewed. The associated device was released based on company¿s acceptance criteria. (B)(4).

Event description:
An optometrist reported a patient has central epithelial basement membrane dystrophy/loose epithelium appearance post lasik. Patient notes blur and ghosting at distance. Patient notes vision issues at far especially. A plano bandage contact lens improves uncorrected visual acuity and removes ghosting. Patient was educated on the risk of wearing a contact lens for an extended period of time and patient will adapt to post-operative vision. Patient understands that this will be a long recovery. Surgery consult will be done if symptoms worsen. Patient is still being managed.

Manufacturer narrative:
Additional information provided. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the treatment. The root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).